Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "felt uncomfortable", a loss of consciousness. No treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "felt uncomfortable", a loss of consciousness. No treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. An extention investigation was conducted. Performed a visual inspection on the returned sensor, no issues observed. An attempt to scan the sensor and extract data with approved software was unsuccessful. The returned sensor was de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the connector had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba; also the battery had been damaged and one of the contact pads had been pulled away from the pcba. Unabled to perform source measure unit (smu) test without the connector connected. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "felt uncomfortable", a loss of consciousness. No treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An additional investigation was conducted on the returned sensor (0ed82mt08). Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This is not an indication of product non-conformance as the data analysis is consistent of improper insertion of the sensor tail or tail chemistry being cracked due to the physiological factors that caused the sensor tail lost contact with interstitial fluid. An extention investigation was conducted. Performed a visual inspection on the returned sensor, no issues observed. An attempt to scan the sensor and extract data with approved software was unsuccessful. The returned sensor was de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the connector had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba; also the battery had been damaged and one of the contact pads had been pulled away from the pcba. Unabled to perform source measure unit (smu) test without the connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.